Manufacturer narrative:
Updated evaluation conclusion codes h6. D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence after robotic radical prostatectomy due to prostate adenocarcinoma, it was reported that the device was not working. Upon surgery, it was observed a hole that caused a fluid leak in the balloon. The aus was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence after robotic radical prostatectomy due to prostate adenocarcinoma, it was reported that the device was not working. Upon surgery, it was osberved a hole that caused a fluid leak in the balloon. The aus was explanted and replaced. There were no additional patient complications reported.